Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient being shocked by the mobile power unit was unable to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the log file on the reported event date of 16apr2024 did not reveal any alarms or atypical events that would indicate an issue with the mpu. Provided information stated that the submitted log files were not from the patient¿s controller. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were unable to be reviewed for the mobile power unit due to no serial number being provided. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported feeling an electrical shock and believe it was from the mobile power unit (mpu). This was day 1 of using the mpu after discharge. The mpu ran on demo pump with the system controller for approximately 3 hours. The demo event log file showed normal pump operation and mpu voltage readings were also within normal parameters.